Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and blank display. Customer's blood glucose at time of incident was10.3mmol/l. Customer was advised to insert a new battery and the display was still blank and the beep made a high pitched sound. The customer cannot recalls any events leading to issue. Customer also reported that there are cracks on the led screen in every corner. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.